Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the post operative complications alleged by the patient. The patient's surgeon has suggested the removal of scar tissue and adhesion to help resolve her symptoms. At this time the patient had opted not to undergo any additional surgery. The presence of scar tissue and adhesion is not unanticipated following a surgical procedure such as hernia repair. At this time, no conclusions can be made. Adhesion formation is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2014 the patient was implanted with a bard ventralight st mesh during a laparoscopic ventral hernia repair procedure. As reported the patient has had no additional surgery following the hernia repair procedure. As reported the patient has daily "pain, extreme bloating, ibs, abdominal spasms that feel like someone is squeezing my guts, literally, into a ball, incontinence, and most any type of semi-strenuous activity will double me over." As reported the patient has been disabled since (B)(6) 2018. Her most recent bowel blockage was in (B)(6) 2019, which has resolved. It is reported that the patient was advised that the removal of scar tissue and adhesion may free loops of bowel and resolve some of her symptoms. She was advised not to remove the mesh as this would be too difficult. The patient has sought additional medical treatment but has not received any answers to treat her symptoms and she chooses not to undergo additional surgery.